Manufacturer narrative:
Upon assembly, it was observed that there was widespread corrosion, and that the sag head assembly was coming apart. The presence of widespread corrosion could cause or contributed to the handpiece running without user activation.

Event description:
It was reported that the micro sagittal saw ran without user activation during a case. A back-up device was used to complete the procedure without pt or user injuries, and there were no adverse consequences.